Event description:
Twenty-two days after the index procedure, a clinically driven coronary angiogram was performed. There was no evidence of myocardial infarction (mi). The main indication for re-pci was angiographically driven - significant lesion judged to require revascularization. The pt was a female. The target lesion was the proximal left anterior descending branch (lad). Prior to the index procedure, the pt was only taking aspirin. The indication for the index procedure was acute anterior myocardial infarction and resting ECG changes. During the procedure, the pt was given aspirin, clopidogrel, and low molecular heparin. The target lesion vessel diameter was 3.5 mm. The lesion length was 15 mm. Pre-procedure stenosis 99%, post-procedure stenosis 0%. Pre-procedure timi flow was 2 and post-procedure timi flow was 3. The lesion was denovo. Aha/acc lesion classification was a. There was little calcification, no angulation, and smooth contour. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 6 atm. A cra18350 was deployed at 16 atm with satisfactory results. Ivus was not used. The pt was discharged 3 days later. Medications at discharge were aspirin and clopidogrel. At the one-month f/u, the pt had angina pectoris and it was reported that 22 days after the index procedure a clinically driven angiogram was performed. The indication for a re-pci was angiographically driven and a significant lesion was judged to require revascularization. The target lesion for the re-pci is unknown. There was no evidence of myocardial infarction.

Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.